Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that the patient's implanted port was due for outpatient maintenance. After routine disinfection, sterile gloves were worn and an implanted drug delivery device and saline solution were used to flush the tubing. When the implanted drug delivery device was removed, the safety device could not be activated. No further information provided.